Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 25 mg/dl which was treated with food and customer¿s blood glucose was 234 mg/dl at the time of call. Customer stated that they were unable to describe any possible damage to the drive support cap and she believe that insulin pump was over delivering insulin. The customer was unable to complete troubleshooting at the time of call. Insulin pump will not be return for analysis.